Manufacturer narrative:
(B)(6). The was no lot number or sample available for this report. Customer reported they were not sure if the extubation was actually due to the multipore dry tape. The tape was reportedly not applied with any stretch but was secured well to the endotracheal tube with tension to ensure it was attached. The usual practice is to wrap the tape around the neobar and then 2-3 wraps around the endotracheal tube and the neobar. They have used the multipore dry tape with other infants who have not extubated but found they may need more tape. 3m initial evaluation indicated customer education was needed related to application for critical tube securement. 3m is in the process of planning and executing customer education.

Event description:
Customer reported 3730-0 multipore dry tape was used to secure an infant's endotracheal tube. The infant reportedly experienced a self extubation. The infant was reintubated and reportedly did not suffer any further issues. Customer reported they did not know if the extubation was actually due to the multipore dry tape. No sample was available.